Event description:
Health professional reported an alleged port "malfunction" with a lap-band device. Health professional reported that the doctor "accessed port to confirm fluid volume and found port to be malfunctioning." An upper gastrointestinal (gi) was conducted and the port was confirmed to be "failed." The port was removed and replaced. F/u findings: health professional reported that there was a "definite hole in [the] tubing."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."